Event description:
The event is reported as: complaint alleges: respiratory therapist stated that column is flooding with water, and filling the tubing. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.